Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
Customer reported via phone call that customer experienced hypoglycemia four months before call. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced hypoglycemia before four months. Blood glucose value at the time of event was unknown. Customer called to emergency medical services for hypoglycemia. Customer had numerous complaints related to auto mode including frequency of alerts and how the system was engineered. Use of auto mode at the time of hypoglycemia event was unknown. Insulin pump will be returned for analysis.